Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Implant date - estimate. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient experienced a myocardial infarction that he felt was related to the absorb scaffold, which was implanted in (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event - corrected. UDI#: in the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The reported patient effects of myocardial infarction, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Updated event description: it was reported that an unknown absorb scaffold was implanted in (B)(6) 2013 at (B)(6). On (B)(6) 2017, the patient experienced a myocardial infarction that he felt was related to the absorb scaffold. The patient was hospitalized for 2 days at (B)(6) and additional stenting was performed. No changes were made to the patient's medication. The patient is doing well. No additional information was provided.